Event description:
Tip cover accessory for davinci monopolar curved scissors split on side. Device removed and replaced. This is the third report for the tip accessory cover with the same splitting issue. Concern for patient safety and a retained surgical item because there is no radiopaque indicator in the cover in order to locate it by x-ray imaging should the cover split and come off the instrument within the abdominal cavity during a laparoscopic procedure.